Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized with high blood glucose of 571 mg/dl. The customer stated that she was experiencing high blood glucose on the night of (B)(6) 2015, she changed the site and blood glucose started to come down and when she woke up, she was at 424 mg/dl. She tried to bolus but it kept rising and started experiencing chest pains and nausea so her friend took her to the hospital. The drive support cap is recessed. Customer declined to check for site/set issues or the settings. Customer stated that previous cannula was bent. She was unsure if the bolus history was accurate. Customer was advised to program a bolus into the air and it was recorded in the history. Current blood glucose was 233 mg/dl. Customer had not been released and stated that the doctor recommended the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.